Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had a very large and long seizure and is hardly able to feel the vns stimulation anymore. Per the physician the cause of these events was due to low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.